Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up. Functional testing and data download were unable to be performed. The receiver case was opened to download the data log directly from the ui pcba board. The reported event of initializing screen without manual restart could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported event of initializing screen without manual restart could not be confirmed.  A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.